Event description:
It was reported that three contact detach infusion sets appeared to malfunction when no drops were observed, prompting the user to replace each set; the user confirmed proper attachment, no visible leaks, and a full cartridge, and subsequently resumed therapy successfully before any troubleshooting could be completed by customer care. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure of infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.